Event description:
On (B) (6) 2008, an (B) (6) female had "o.r.i.f. Left hip" surgery. She was then released to a rehab facility. Her general health is listed as having high blood pressure, being diabetic, suffering from rheumatoid arthritis, and a "bladder disorder." On or about (B) (6) 2008, she developed symptoms. The treatment prescribed was revision of the hip fracture and antibiotic therapy (vancomycin). She was re-admitted to the hospital on (B) (6) 2008 where she had a second surgery which is described as "o.r.i.f. Left hip re-op." The site was cultured on (B) (6) 2008 and grew coagulase negative (B) (6) (isolate 1). The patient was released to a rehab unit on (B) (6) 2009. Her current status is listed as "poor" with the fracture unstable.

Manufacturer narrative:
A comprehensive review of the donor records indicates that this donor was appropriately screened and tested in accordance with mtf's donor release criteria. All serological tests were negative or non-reactive. The dbx putty was deemed suitable for distribution and transplantation. A total of 85 units were procured from this donor, 28 of which were dbx putty, and to date there have been no other similar complaints reported to mtf referencing this donor. Also, the donor tissue was treated with a low dose of gamma irradiation prior to processing. No link was established between the recipient's infection and the donor tissue. This investigation is closed.